Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfile review showed that the energy was stable. No technical problem could be identified. During the whole day and also the related aborted treatment several docking/suction problems could be identified which was also the reason for the error message (vaccum exceeds limit) and the resulting abortion of treatment. No technical root cause was identified as the product was found to be within specifications. However due to the fact that the user had suction/docking difficulties during the whole day, the most possible root cause for the reported event was caused by the handling of the user. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a vacuum too high message displayed during a lasik flap procedure at 90% completion and then laser stopped. Reporter indicated they tried twice more to continue and was able to complete the case. No negative effect was reported for the patient.